Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced low readings; black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for low glucose control test results. The customer performs blood glucose tests four times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/22/2018 and open vial date is (B)(6) 2016. Control test performed on (B)(6) 2015 produced result of 26 and 25 mg/dl. Control test not within acceptable range of 32 to 62 mg/dl. Control level one lot # 5ac1b76 manufacturer's expiration date is 01/31/2017 and open date is (B)(6) 2016. Adverse event not reported.